Event description:
Senseonics was made aware of an incident where user reported that they fractured their arm after rolling out of bed. The event occurred on (B)(6) 2025 at approximately 7:00 pm.the user was diagnosed with an arm fracture and received medical treatment. At the time of the call, the user reported feeling well.this event was not related to diabetes or glucose measurements.per dms, the user is currently using the system with up-to-date information.

Manufacturer narrative:
The user reported that they fractured their arm after rolling out of bed. The event occurred on (B)(6) 2025 at approximately 7:00 pm (time defaulted, as the exact time was not provided). The user was diagnosed with an arm fracture and received medical treatment. At the time of the call, the user reported feeling well.this event was not related to diabetes or glucose measurements.per dms, the user is currently using the system with up-to-date information.